Event description:
This is a spontaneous case report received on 16-may-2016 from a female consumer of unspecified age via regulatory authority (case# mw5061597) in united states. She had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. The consumer has suffered chronic pelvic pain, heavy bleeding, and severe headaches. She was having essure removed, which could result in hysterectomy. Event date as reported as (B)(6) 2015 (not specified). Disability/permanent damage and required intervention were mentioned as seriousness criteria but were not specified. Concomitant medication included insulin, norco, excedrin and advil pm. Quality-safety evaluation of product technical complaint (ptc) received on 08-jun-2016: bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was experiencing chronic pelvic pain and heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. According to her, she was having essure removed. The reported events are listed according to essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this case, limited information was provided. However, given events' nature and in the lack of an alternative explanation causality with the suspect device cannot be excluded. The event severe headaches was also reported. This case was considered an incident, since a surgical intervention will be required for essure removal. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information has been requested.

Manufacturer narrative:
Follow-up from 13-jul-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was experiencing chronic pelvic pain and heavy bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. According to her, she was having essure removed. The reported events are listed according to essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this case, limited information was provided. However, given events' nature and in the lack of an alternative explanation causality with the suspect device cannot be excluded. The event severe headaches was also reported. This case was considered an incident, since a surgical intervention will be required for essure removal. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin, para-seltzer (excedrin) and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("severe headaches"), pain ("severe pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain") and rash ("frequent rashes"). The patient was treated with surgery (underwent a hysterectomy to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain, discomfort, menorrhagia, abdominal pain, back pain, dyspareunia, abdominal distension and abnormal weight gain had not resolved and the genital haemorrhage, headache and rash outcome was unknown. The reporter provided no causality assessment for genital haemorrhage, headache and pelvic pain with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, discomfort, dyspareunia, menorrhagia, pain and rash to be related to essure. The reporter commented: unable to resolve her symptoms. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: f/u summons received- events severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, back pain, pain during intercourse, excessive abdominal bloating, excessive weight gain and frequent rashes was added. Stop date was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061597) on (B)(6) 2016. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ severe pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included insulin, para-seltzer (excedrin) and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("severe headaches"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding / lengthy menstrual cycle"), abdominal pain lower ("abdominal pain / severe lower abdominal"), back pain ("back pain / back "knife-lilce" pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating"), abnormal weight gain ("excessive weight gain"), rash ("frequent rashes"), mood swings ("mood fluctuations"), migraine ("migraines"), vulval disorder ("lesions on the labia"), vulvovaginal pruritus ("itching on the labia") and alopecia ("thinned hair"). The patient was treated with surgery (underwent a hysterectomy to remove essure coils and gastric bypass.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain lower, back pain, dyspareunia, abdominal distension and abnormal weight gain had not resolved and the genital haemorrhage, headache, rash, mood swings, migraine, vulval disorder, vulvovaginal pruritus and alopecia outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and headache with essure. The reporter considered abdominal distension, abdominal pain lower, abnormal weight gain, alopecia, back pain, dyspareunia, menorrhagia, migraine, mood swings, pelvic discomfort, pelvic pain, rash, vulval disorder and vulvovaginal pruritus to be related to essure. The reporter commented: plaintiff did not experience this combination of symptoms prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure insertion date was updated to (B)(6) 2008. The events mood fluctuations, migraines, itching and lesions on the labia and thinned hair were added. The event discomfort was amended to pelvic discomfort, the event pain was clubbed with pelvic pain, the event lengthy menstrual cycles was clubbed with menorrhagia. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.